Manufacturer narrative:
The device logs were provided to technical support for evaluation. The reported alarms were confirmed to be present in the log files which indicated the inspiration block requires replacement. A field service engineer (fse) went to the customer site to evaluate the device. The inspiration block was replaced by the fse. Following replacement, a test base procedure, in addition to all necessary calibrations and verification tests, was conducted. All tests were successfully completed.

Event description:
The customer indicated that the device exhibited technical failures 545 and 316. There was no patient involvement during the reported malfunction.